Event description:
Information received notes that the patient was in the hospital for "retention" and a pacer check was requested after telemetry observed intermittent ventricular sensing. The patient had atrial fibrillation and the device was previously programmed to vvir. Two telemetry strips showed asynchronous pacing at the programmed base rate of 70 ppm. During later testing, the ventricular sensing was appro- priate. The patient will continue to be monitored.